Event description:
It was reported that the cvp catheter was inserted using a modified seldinger technique (the spring wire guide through the introducer catheter rathere than through the introducer needle). No difficulty was encountered during insertion. However, a routine x-ray showed a piece of the spring wire guide still in the pt. The piece of spring wire guide measuring 23.5cm was removed using a snare. There were no further complications.

Event description:
It was reported that the cvp catheter was inserted using a modified seldinger technique (the spring wire guide through the introducer catheter rather than through the introducer needle). No difficulty was encountered during insertion. However, a routine x-ray showed a piece of the spring wire guide still in the pt. The piece of spring wire guide measuring 23.5cm was removed using a snare. There were no further complications.